Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer received a sensor failure notification followed by an urgent low glucose alert, after which a blood glucose meter reading was 199 mg/dl; the user could not sync data from the associated app. Symptoms included no reported adverse effects and the user stated feeling fine. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hyperglycemia event was unclear and no device-related malfunctions were confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.